Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the image acquisition system (ias) would not power on. The site stated that holding down the power button did not give any indication of power (no blue light). The mobile view station (mvs) powered on fine and the site ensured that both the ias and mvs were connected and charged overnight. There was no patient present.

Manufacturer narrative:
Resolution was confirmed on site, user error, no failure of the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information. It was reported that the radiology technician (rt) found that the key switch was turned off. He turned the key switch back on and the system started working.